Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates if reoperation: please provide the date what were the findings on reoperation? Are there any pictures available for evaluation? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced a small exposure of mesh. The patient underwent mesh excision. Additional information has been requested.